Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for sodium (na) and chlolride (cl) on the au5800 clinical chemistry analyzer. The erroneous results were reported outside of the lab. The customer stated one patient was sent to emergency room due to erroneous na and cl result. Emergency room redrew blood and results were considered normal on re drawn sample. This patient was sent home. No treatment was given or changed.